Event description:
It was reported that approximately seven days after implant, there was no sensing and low lead impedance through the implantable cardioverter defibrillator (ICD) on the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead. All measurements appeared to be normal for all three leads through the analyzer. Also, the ICD battery voltage dipped to below end of life (eol) levels for three consecutive daily measurements without triggering eol operation. The ICD was explanted and replaced. All three leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 5076-52 implantable pacing lead 2013 (B)(6); 419688 implantable pacing lead 2013 (B)(6). (B)(4).